Event description:
During baxter's eval of a spectrum pump. It displayed system error 322. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the system error 322 which was reproduced. System error 322 was also confirmed through review of the event history log. The eval found a failed upper auxiliary flex causing the reported symptom. The failed upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.